Manufacturer narrative:
Initial information received from independent laboratory researcher was very preliminary. No part numbers/lot numbers were given or have been received. The researcher at the independent laboratory was further contacted in an attempt to obtain product identification for each revision as well as detailed event information. Attempts to obtain information pertaining to each revision are ongoing. Should additional information be provided, biomet will conduct an investigation to determine if prior reports have been submitted to the FDA outlining event details. In the event that reports have not previously been submitted to the FDA, biomet will submit reports to the FDA accordingly. The following sections could not be completed as multiple revisions have been reported and no event dates or product identification has been provided. This report filed (B)(4), 2011.

Event description:
Biomet orthopedics obtained very preliminary information from an independent laboratory that has received revised biomet hip components from various surgeons for evaluation. The information indicates that approximately fifty-five (55) revisions have occurred; however, there is no information provided that details the reasons for the revisions or whether biomet was previously notified of the events. Additionally, no product identification has been provided to date. It is not known when the independent laboratory received the components, but preliminary information received suggests that the components have been sent for evaluation sporadically over the last few years. Attempts to obtain product identification and detailed event information have been made and are ongoing.